Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the batteries go quicker. The customer put in new battery and screen went black, new battery does not always work. The pump was noisy to rewind and does not beep like it was supposed to when it was filling cannula. The transmitter was asking to calibrate a lot more now and it was making him go through his sensors quicker. Blood glucose value at the time of event was unknown. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.